Event description:
It was reported that the device discharged many times. It was unknown if the delivered therapy was appropriate or inappropriate. The patient experienced syncope. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).